Manufacturer narrative:
A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "physician preference" and/or "unknown/unclear due to insufficient information" may have impacted on the event as reported.

Event description:
When opened, the tip of the guide wire came out of the hoop. The specimen was discarded at the hospital and will not be returned. (B)(6) 2021: additional information: the guide wire should have been stored in the hoop, but it was sticking out of the hoop longer than usual. (B)(6) 2021: additional information: regarding (B)(4), we informed totally incorrect information. My sincerest apologies for misleading you. This was a complaint about "core wire penetration between coil wraps before opening the pouch". This might be cause because the guidewire slipped out from the hoop dispenser during transportation and guidewire got kink.